Event description:
A discordant high immulite 2500 troponin result was generated on one (1) patient sample. The initial result which was run on a vista system gave an expected result. Subsequent samples, run eight and twelve hours later on an immulite 2500 system were questioned by the laboratory. The sample was then run on a second immulite system which gave similar results and then a vista system which generated expected results. There was no known report of treatment given or withheld based on the discordant troponin result.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2500 instrument and instrument data. Analysis of the instrument and instrument data indicated that the cause for the discordant troponin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.